Event description:
After 39 months of implantation, the physician observed a quick battery depletion and the estimated residual longevity was 8 months, as displayed by the programmer. Clarifications and recommendations were requested.

Manufacturer narrative:
January 27, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): review of the electronic data and files received. Conclusion: according to the provided data, the battery depletion was normal; the residual longevity displayed by the programmer is coherent with the longevity estimation done with the provided programmed settings. It is important to note that lead impedance was low (300 ohm).